Event description:
The shock impedance has trended up sine october 2023. It appears to have started around 115 ohms, and is now populating around 130 ohms. The patient will be brought in for a lead evaluation. Lead remains implanted. No adverse events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.